Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the surgeon thinks two torque wrench handles are under torquing as they require far less turning force than indicated the torque value on the handle. Reports this is based on tactile feedback. Surgeon believes they are no longer calibrated. It is unknown if/when the reported out of calibration conditions occurred. See mfg medwatch report no. 1526439-2014-11290 for the first torque wrench handle that was involved in this event.